Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that implantable pulse generator was inoperable due to the device not being charged. Patient stated not feeling well and therefore they stopped charging. The device explant procedure is anticipated for in the near future. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.